Manufacturer narrative:
Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7632967, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: implant exchange. Concomitant products: 500cc mentor memorygel breast implant, catalog # 3505004bc, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 500cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The doctor stated that the patient had no complications, and the rupture was discovered during revision surgery to upgrade sizes. The patient underwent removal and replacement with 650cc mentor memorygel breast implant, catalog # 3506504bc, right serial # (B)(4) and left serial # (B)(4) on (B)(6)2019.